Event description:
The patient reported that subsequent to the implant of a protegen sling, they experienced pain, a severe infection throughout their body and continued incontinence. Patient also reported that they wear a permanent catheter. Patient reported that the device was removed, but does not remember when removal occurred. The device was not returned for evaluation. The company's directions for use outline as potential complications: "infection."